Event description:
Little bits of cotton coming out [foreign body in reproductive tract]. Tampon fell apart in vagina [device breakage]. Case narrative: consumer reported via email that the tampon fell apart in her vagina. No serious injury was reported.

Event description:
Little bits of cotton coming out [foreign body in reproductive tract]. Tampon fell apart in vagina [device breakage]. Case narrative: consumer reported via email that the tampon fell apart in her vagina. No serious injury was reported. On 19-oct-2022: investigation completed and no failure could be identified.

Event description:
Little bits of cotton coming out [foreign body in reproductive tract] tampon fell apart in vagina [device breakage]. Case narrative: consumer reported via email that the tampon fell apart in her vagina. No serious injury was reported.